Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and had time anomaly. Customer's blood glucose was 70 mg/dl. Troubleshooting was done. She stated that the time on the insulin pump was 5 or 10 minutes behind and buttons are not working. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. No time clock anomaly could be verified due to the keypad anomaly. No frozen display was noted. The insulin pump was received with a cracked case at the display window corner, broken reservoir tube lip, minor scratches and cracks on the display window.